Event description:
A report was received stating a ventilator generated a blank screen during ventilation of a patient. There was no patient harm reported. There is no report of death or serious inury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.